Event description:
A report was received that the patient could feel the anchor and it was causing discomfort. It was stated that the anchor was too superficial. The patient underwent a revision wherein the anchor was moved deeper. The patient was reportedly doing well postoperatively.